Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer¿ pronto¿ quick release needle holder there was an issue with attachment/detachment difficulty. It was stated by the customer ¿there was difficulty screwing the needle or adapter into the holder; the needle or adapter does not always screw correctly and sometimes it is difficult to eject the needle from the holder.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to attaching/detaching the holder as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the retain samples, the customer¿s indicated failure mode for difficulty in attaching/detaching the holder with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.